Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hv1000 integration system and found that there was no video on the touch panel and no control to switch the video on the monitors. The technician replaced the touch panels, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the touch panel to their hv1000 integration system was not working and that they were unable to route video to the monitors. No report of injury or procedure delay.